Event description:
It was reported that both right ventricle and right atrial leads were dislodged and had high threshold and decreased sensing. Both the leads were repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.